Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing. The tissue was described by the complainant as "under-processed and not cutable." As at (B)(6) 2013, leica biosystems has not received information regarding whether the tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
A user removed bottle 6 (ethanol) from the instrument for four (4) seconds at 16:25 pm on (B)(6) 2012, in response to information displayed in association with an error code indicating that a protocol could not be run because the properties of ethanol is reagent stations 3-10 inclusive did not meet the requirements for use in the final dehydration step. However, four (4) seconds is not sufficient time to complete manual replacement of the reagent. The reagent station properties were then reset at 16:25 pm on (B)(6) 2012 by the user. This action set the ethanol concentration to the default value of 100% configured in the reagent types definitions; and reset the number of cassettes processed and the number of cycles and days to zero. (B)(4). The actual ethanol concentration is bottle 6 remained as 70.8%, because the reagent had not been replaced. Bottle 6 was then used in the final dehydration step of the "factory 12hr xylene standard" protocols started in retort b at 16:25 pm on (B)(6) 2012 and in resort a at 16:16 pm on 11 july 2012. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete manual reagent replacement in accordance with the instructions detailed in the leica peloris / peloris ii user manual.